Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).

Event description:
Adverse event(s): "dark shadow" (visual disturbances). Product problem(s): "no info" (no info [iol (intraocular lens) implant]. A consumer (who is a pediatrician) reported that following bilateral intraocular lens (iol) implant surgeries, he is seeing a dark shadow "that looks like the curvature of the iol" in both eyes. Additional info has been requested. There are two medical reports associated with this event. This report is for the fellow eye.